Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 3.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube, outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 20x3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.